Event description:
The international affiliate reported that the white and blue parts of the transfer set became separated from each other. No patient injury or medical intervention was indicated at the time of the initial report.